Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported by the sales representative that the tip of the probe broke off into the pt. The doctor was able to retrieve the tip and the case was delayed by five minutes.